Event description:
Reportable based on the analysis completed in 10/2005. During a coronary drug eluting stenting treatment procedure the stent would not cross the lesion. The target lesion was located in the non-tortuous, non-calcified, 90% stenotic obtuse marginal branch (om). The lesion was predilated with a maverick2 balloon of unk size. A 2.25 x 16 taxus express2 drug eluting stent was advanced, but was uable to cross the lesion. The stent was removed and the procedure was successfully completed using another 2.25 x 16 taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good.'